Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that the ih-1000 instrument auto validated absc results that did not have the proper amount of red cells in the gel column. The customer was reviewing over 800 samples and she found 5 samples with a low volume of red blood cells. The customer did notice the issue when the analyzer switched to the next bottle of pool cells (lot 9202011, exp 3/14/22) that one of the bottles had less volume than usual. A field service engineer was dispatched to the customer's site to check the camera and the pipetting and to collect trace files for investigation. The investigation is still ongoing.

Event description:
The customer reported that the ih-1000 instrument auto validated absc results that did not have the proper amount of red cells in the gel column. The customer was reviewing over 800 samples and she found 5 samples with a low volume of red blods cells. The customer did notice the issue when the analyzer switched to the next bottle of pool cells (lot 9202011 exp 3/14/22) that one of the bottles had less volume than usual. One of our field service engineers checked the instrument including the manifold. He replaced the complete sampling module on the right side and the issue was resolved. Camera settings were checked during service repair. Trace files aof the affected ih-1000, ID card images as well as the ih-com print screen were analysed. After analysis of the ih-com print screens and images of corresponding cards we could confirm an issue with the dispense on this instrument : - differences in the liquid levels in the incubation chamber are observed for various wells - yellow color in the incubation is an indicator of a correct serum/plasma dispense - various size of the negative red blood cell pellet is an indicator of incorrect red blood cell dispense based on those elements, we confirmed that the dispense issue was specific to the reagent red blood cells. About the interpretation of the results, we reprocessed the images showing an incorrect dispense of reagent red blood cells and could confirm the instrument interpretation: when no red blood cells are detected, a "liq" error is reported. When a small pellet of red blood cells is present, there was no error flag reported. As there were no agglutinates, such reactions were interpreted as negative. In regards with the failed dispense of reagent red blood cells, we recommend checking the presence of foam in the intermediate tank, as this could lead to a failure in the air filter, being clogged. In such case, we recommend installing a new peristaltic pump and a new inline filter. On the ih-1000 system, the distribution of liquid is performed via the image analysis for the dispense or red blood cells (reagent or patient rbc suspension) and serum/plasma. For this test, the distribution of control was performed with as follows: - step 1: detection of the presence of reagent red blood cells or patient red blood cells in the gel card. If no cells are detected: a liq is reported. If cells are detected, move to the step 2 - step 2: detection of the presence of plasma in the incubation chamber. If yellow is detected in the incubation chamber: the control is ok (result is negative). If no yellow is detected, the system will evaluate the volume of the well and report a liq if the volume is not within the acceptable range. In the example above the liq is reported after the step 1. For the wells reported negatively, the distribution control steps were consistent with the standard behavior of the system (cells are detected, and yellow is detected in the incubation), therefore no liq is reported. Conclusions in regards with the failed dispense of reagent red blood cells, we recommend checking the presence of in the intermediate tank and installing a new peristaltic pump and a new inline filter. Replacement of the sampling module solved the issue. The instrument interpretation of the results is correct and there is no software malfunction in regards with the image analysis. The detection of the red blood cells was done as per the specifications. The presence of a smaller pellet than expected does not lead systematically to a liq error. The absence of a negative pellet lead systemically to a liq error. Performance on the detection of reagents dispense into gel cards is documented in the instrument technical documentation and accepted with identified limitations. There is no evidence of an unacceptable deviation in the instruments' initial performance on non-dispense detection.

Manufacturer narrative:
This is our final report on this incident.